Event description:
Patient receives chemotherapy injections (vidaza). All of our cytotoxic/hazardous medications have a spiros spinning connector or a closed system transfer device connected to them. Upon administering the 4th and final chemo injection, at the very end of administration, a couple drops of chemo leaked out from the device. Nurse was unable to see where the leak was coming from. The chemo drops leaked onto the patient. Nursing immediately cleaned the skin and clothing with warm/soapy water and advised the patient should have his clothing laundered separately through two cycles. There was no harm caused to the patient from this due to cleaning it immediately. Nursing was wearing all proper ppe. Nursing evaluated the device making sure the needle was on correctly, which it was. Nursing was not able to see where the leaking occurred. An area of chemo was puddled in the closed system transfer device. Nurse took images and sent to manager ((B)(6)) for further investigation, we also obtained the lot number and the device and sent this off to appropriate people.